Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
It was reported that patient underwent an unknown surgery on an unknown date. The details of the products used in the initial surgery are unknown. On (B)(6) 2024, the second surgery was performed to re-fix the lumbar spine for degenerative lumbar spondylolisthesis. In the surgery, a screw was inserted over the guide wire. The surgeon attempted to remove the guide wire after inserting the screw but was unable to do so. The surgeon therefore backed out the screw slightly and attempted to remove the guide wire again. In doing so, the tip of the guide wire broke off and remained inside the patient. The broken portion of the guide wire was then removed from the patient's body under imaging, and ultimately no fragments were found in the patient's body. The surgery was completed successfully within thirty minutes surgical delay. Patient was stable. The surgeon's opinion on the cause of the breakage is as follows. The screw's trajectory was misaligned with the tapped trajectory, and an attempt was made to forcibly remove the guide wire with its direction bent, which led to this breakage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.